Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 10-apr-2024, it was reported that the patient faced an issue with infusion set leakage at infusion site. The infusion set was used for 3 days. No further information available.